Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports having a nosebleed (B)(6) 2013; his nose was packed and his coumadin dose was held (previous coaguchek meter result was 3.7 inr obtained (B)(6) 2013). On (B)(6) 2013 the caller tested 2.9 inr on the coaguchek xs system. Approximately 6 hours later the caller's nose began bleeding; he went to the hospital and a lab returned as 3.9 inr. Both of the caller's nostrils were packed and he received 2 units of plasma. Caller was not admitted to the hospital; his condition is stable. Requested return of suspect device and replacement was sent.